Event description:
Event description cpi received information that this bipolar lead was removed due to probable dislodgment. The lead was exhibiting no capture, undersensing and oversensing. A new lead was implanted.